Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with noise over-sensing on the atrial lead causing inappropriate automatic mode switches and loss of synchrony. Programming changes were recommended to a healthcare provider. Patient will continue to be monitored and was stable after the event.

Event description:
New information received noted that patient was brought into the clinic. No programming changes were made and patient will continue to be monitored. Patient was stable after the event.